Event description:
It was reported that a large volume infusor leaked from an unspecified location; further described as "droplets in the overpouch". This issue was discovered at the hospital prior to patient use. The device was filled with fluorouracil 2750mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufactured between may 12, 2021 to may 19, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which revealed white specks inside a bag that contained the infusor device. The photograph suggested a minor leak may have occurred. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.